Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument and completed failure analysis investigations. The harmonic ace was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The grips were aligned. The instrument passed the energy recognition test for 2 of 2 attempts. The instrument was fully functional. No product issue was identified. Visual inspection found no issue. A review of the provided image revealed the harmonic ace instrument's packaging with its part number and serial number. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument had recognition issues. The user converted to a laparoscopic surgery after a procedure delay of 1 hour. No fragment fell into the patient. No known impact or patient consequence was reported.